Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported via medsun (B)(4): describe the event or problem: during epidural, crna [certified registered nurse anesthetist] was attempting to remove needle from catheter, the catheter unraveled.